Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the atrial channel was pacing and the ventricular channel was showing sensed events. In fact the ventricle was pacing. There was also no atrial capture and there was ventricular capture. This was evidence of an atrial lead dislodgement. The lead was explanted and replaced. The patient was stable.